Event description:
It was reported that the ilet displayed a low-battery message indicating therapy had stopped and would not power on or charge while on the wireless charging pad, and the charger¿s indicator was solid green with a blue charging circle and lock icon shown on the ilet; the user tested the pad with a wireless-charging phone that also did not charge, and a replacement charging pad was arranged. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed a charging problem associated with the battery charger, with the power source identified as the issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.